Event description:
It was reported that the ilet device¿s screen had a cracked corner and intermittent touch nonresponsiveness, while blood glucose performance was reportedly unaffected. Symptoms included no patient injury or clinical effects. Outcomes included no impact on therapy continuity and no need for medical intervention. Investigation included troubleshooting with the user and arrangements for device replacement with return of the original unit for assessment. Investigation of this case revealed a damaged display and touch interface consistent with physical damage to the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to screen malfunction.